Event description:
Reportable based on device analysis completed on 11-jul-2024. It was reported that crossing difficulties were encountered. The moderately tortuous and severely calcified target lesion was located in the left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device was unable to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed balloon torn longitudinally.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 8mm, was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. Shaft polymer extrusion: no kinks or damages. A detailed microscopic examination of the balloon material identified a tear in the balloon in the distal section, 5mm tear above the proximal markerband. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be inflated as a tear was observed in the balloon in the distal section, 5mm tear above the proximal markerband.